Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device locking components, cable and cord were damaged, had cosmetic damage, the etching was illegible and had unintended activation/motion. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported from (B)(4) that during service and evaluation, it was determined that the motor device locking components, cable and cord were damaged, had cosmetic damage, the etching was illegible and had unintended activation/motion. It was further determined that the device failed pretest for visual assessments, cable assessment, safety assessment and air pump assessment. It was noted in the service order that the device did not work prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.